Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle failed to retract could not be confirmed from the photograph that was provided for investigation. The photo showed the unit package of a 20 g insyte autoguard without the device. The photograph and manufacturing records do not support the complainant¿s description of the reported event. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle did not retract. The following information was provided by the initial reporter: bd insyte autoguard bc winged shielded IV catheter with blood control technology. Needle did not retract when button depressed- button stuck depressed, needle remained out- safely placed in sharps container. 20g ga x 1.00 in (1.1 x 25 mm) 63 ml/min ref: 382633 expirations:2027-04-30 lot: 4123611 manufacture date: 2024-05-01.